Event description:
It was reported patient's s3 lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.